Event description:
Related manufacturer reference number: 2017865-2025-94705. It was reported that a right atrial leadless pacemaker exhibited capture failure during initial implant. Physician was able to find a viable spot after repositioning. However, patient exhibited pericardial effusion and low blood pressure once in post- procedure recovery. Physician suspected the extensive mapping and catheter manipulation during the implant was the cause. An echocardiogram confirmed the effusion, and a pericardiocentesis was performed. The blood pressure normalized, and patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.